Event description:
It was reported that after "one of the surgeons" inserted a sheath, and then the intra-aortic balloon (iab), the pump alarmed "purge failure". The pump and iab connections were checked and it was decided by the md to remove the iab and insert another. There were no reported patient complications. Refer to medwatch 1219586-2007-00340 for second event involving same patient.

Manufacturer narrative:
A follow up report will be filed if more information becomes available.